Manufacturer narrative:
(B)(4). Batch p58z54. Investigation summary: the analysis results showed that the cs40b device was received with no apparent damage and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recessed below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. Tthere may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during a low anterior resection procedure, everything was alright except for the instrument. The surgeon tried to close the stapler and it felt a little bit hard. After he fired, he opened the stapler and found that not all of the staples were adjusted to the tissue. The knife already cut but not all of the staples was aligned. At the end, he just made the anastomosis manually. The doctor stated that after the complete cycle of the stapler, the integrity of the staple line was compromised, meaning the blade went through, but the staples did not create the proper anastomosis. As a result, the doctor sutured over the staple line to ensure proper anastomosis. As far as the patient is concerned, there was no problem or danger.